Manufacturer narrative:
Other, other text: b5: additional information: no patient injury was reported. The device did not come in contact with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with chipped top case, cracked right plunger case and bottom case by l-bracket. The tamper seals were both intact. There was no evidence of the error recorded in the event history log (unable to view ehl due to constant alarm with no display). The customer reported problem was verified/duplicated during functional testing. The device powered up with constant alarm and with no display. The investigation found an incomplete update process by customer. For corrective action a software upload from the base unit (interconnect board) to the head unit (main board) was done which cleared up the problem. The root cause was traced to the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the alarm will not stop and blank screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.